Event description:
During preparation for use for cardiopulmonary bypass surgery, a failed power supply was found. The backup power supply remained functional. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation has begun, but no conclusions have been drawn.